Event description:
It was reported that pump displayed malfunction code and was not resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump, advising customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.